Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the provider alleged the end user broke one of the casters.